Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown x3 36g neutral liner.an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).

Event description:
It was reported that there was a right revision because the patient was revised for instability and had a x3 36g 0 degree liner cemented in the cup which had disassociated from the cement so cement was removed and surgeon cemented a x3 36f 10 degree liner after removing the old cement...surgeon also removed the v40 metal 36 +5 head and replaced with a metal 36 +10.